Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-05665 and 2134265-2016-05666. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system, version 1.3 was used in conjunction with a catheter and a sled. However, upon pullback, the automatic pullback failed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. The product was received in good condition with no visible damage or defects observed. The acq pc& mdu 5 plus meet specifications of the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4)

Event description:
Same case as: 2134265-2016-05665 and 2134265-2016-05666. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system, version 1.3 was used in conjunction with a catheter and a sled. However, upon pullback, the automatic pullback failed. No patient complications were reported.